Event description:
The customer reported a malfunction alarm, identified by malf 24, which caused their blood glucose level to read "high" on the cgm. A specific value was not provided, but it was confirmed to exceed 500 mg/dl. The customer administered a corrective injection via mdi and did not require third-party assistance. Tandem technical support confirmed the issue was not resettable and arranged to replace the pump, providing instructions for returning the problematic pump and deploying a replacement. The customer acknowledged the instructions and action steps provided by the support team.